Event description:
This report is regarding a patient enrolled in the cool-arrest pilot study. A (B)(6) year old male patient had a cardiac arrest at about 14:00 on (B)(6) 2014. The arrest occurred at a public place but was unwitnessed. Bystander ventilation, chest compressions and defibrillation were not applied. Patient did not experience return of spontaneous circulation (rosc) prior to ems arrival. Ems received a call at 14:00 and arrived on scene at 14:03. Ems responders initiated CPR at 14:03 and shocked the patient using an AED at 14:04. A rhythm check was performed at 14:04 and indicated that patient was in ventricular fibrillation (vf). Patient received cold saline infusion and another form of cooling (not specified) prior to arrival at the hospital. Patient also received epinephrine and vasopressin with rosc at 14:28. He arrived at the first hospital at 14:31. Patient gained moving extremities and was intubated and packed with ice. He was also given medications. Patient was transferred by air out of the hospital at 15:27 and into the enrolling hospital at 16:01. Patient presented with leukocytosis, which was thought to be a stress response at first. Patient was treated at the cardiac cath lab with medication and other forms of cooling (not specified). Diagnostic catheterization was performed at 16:15 until 16:36. He had a negative coronary angiogram. A zoll quattro catheter was successfully inserted into the left femoral vein in one attempt. A pulmonary artery catheter was also placed in the cath lab. Patient was then transferred to intensive care unit at 16:39. Anti-shivering medication was initiated. Cooling with the ivtm system was initiated at 16:55. Patient's temperature was at 35.9 degrees c. Patient reached target temperature of 33 degrees c (+/- 0.3 degrees c) on (B)(6) 2014 at 19:15 with a reading of 32.9 degrees c. Patient had pneumonia at 14:05 on (B)(6) 2014. Patient's sputum culture was positive for 4+ gram positive cocci. Patient was febrile with continued rise in wbc count. On (B)(6) 2014, his max wbc count recorded at 04:15 hours was 22.2 thou/cu mm. Patient was started on antibiotics on the same day. Patient did not wake up and had no improvement in neuro exam. Patient's status was discussed with the neurologist who felt prognosis for functional neurologic recovery was very poor. A family conference was held at family's request. Family wanted focus of care to change to comfort measure given poor neurologic prognosis. Patient was electively extubated around 1700 hour on (B)(6) 2014 and expired the following morning in the inpatient ward at 07:38 due to cardiac arrest. Patient's death was not related to an adverse event that the patient experienced during therapy with the zoll device. An autopsy was not performed. No further information was provided.

Manufacturer narrative:
Per the study protocol, pneumonia is considered an anticipated complication. Per the site investigator, the event was unrelated to the treatment and was not related to a device malfunction. There were no alleged deficiencies with the zoll device. The zoll console involved will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.